Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that patient had difficulty recharging. Unable to determine cause. Impedances were within normal range. Patient had pocket revision. Issue resolved.